Manufacturer narrative:
PMA/510k #:k111860, k130470. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: pcr positive salmonella, when the culture is negative. This has been seen repeatedly (frequency to be investigated).

Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) experienced false positives. Customer reports that they are seeing pcr positive salmonella when the culture is negative, and this has been seen repeatedly since the middle of the year. They repeated the pcr 2x on the bdmax following the negative culture and the pcr was then negative. Data files were provided to bd support for investigation. From analysis, the raw data showed real amplification meaning a target was present, however this could be a low positive sample or contamination. No other instrument issues were found, and error rates for the assay were within spec. The root cause was determined to be contamination. Once the customer performed cleaning and decontamination, no further false positive results occurred. This complaint is unconfirmed as it alludes to contamination and no problem was found with the instrument. Root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct0894 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct0894 and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: pcr positive salmonella, when the culture is negative. This has been seen repeatedly (frequency to be investigated).